Event description:
Additional information received from rep about replacement of legacy recharger for a wireless recharger restating previously reported information that the insulation on the patient's insr wiring seemed to be wearing down. Rep reiterated previously reported information and confirmed that charging difficulties has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 37791 implanted: (B)(6) 2019 product type recharger product ID 37751 product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient has been having trouble charging for the past day or two. When patient puts the recharger antenna over the ins and presses the start charge button, they are seeing the 375 code appear on the screen. Reviewed meaning of 375 code and ordered replacement recharger antenna. Additional information received that they had not received the replacement antenna yet. Caller indicated the ins has discharged and patient is very dyskinetic and asked what they should do regarding patient's symptoms. Redirected to managing neurology for medical guidance and reviewed fedex tracking info which showed package was scheduled for delivery today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction record updated to g4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from caller about implant discharge being determined based on that because they thought that the recharger antenna would be shipped overnight, but they received it on monday, causing the patient's implantable neurostimulator (ins) to be completely out of charge on friday night, which lasted 3-4 days. Caller also mentioned that they were told not to have the ins battery under 50% and that the emergency room (ER) couldn't do anything for them. The cause of the issue was the cable cord was destroyed, was cut in half, and chipped away from use. Caller was told new equipment would be sent and they received the replacement on midday monday. They have received the replacement and issue has been resolved.

Manufacturer narrative:
Additional information has been updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.